Event description:
It was reported the patient¿s implantable neurostimulators (ins) did not work and the ins batteries were almost dead. Everything was turned off and the patient accepted their hand tremors as a fact of life and they would have to live with it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-10302.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v487953, implanted: (B)(6) 2010, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387s-40, lot# v476623, implanted: (B)(6) 2010, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient's hands shook so bad that they could not write, eat, pound a nail, used a screw driver, brush their teeth, drink a cup of coffee or do a hundred things they routinely do. The issues were present where the patient's implantable neurostimulators (ins) were connected or not and no matter how their settings were adjusted. Since the ins batteries were almost used up and they would have to drive a long ways to have them get replaced, the patient gave up and had them "totally disconnected." The patient was resigned to spend their life this way and get worse.